Manufacturer narrative:
Date sent to FDA: 11/12/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal of mesh on (B)(6) 2013 due to recurrent stress urinary incontinence and erosion. No additional information was provided.